Event description:
A 2-yr-old male pt had a sweat chloride test using the sweat chloride collection system. Upon completion of the exam, the negative electrode was removed from the right forearm and a small 1.5 - 2.0 mm necrotic area was observed. The area was diagnosed as a third degree burn and medical treatment was provided. The discs were used according to MFR's guidelines. Upon completion of the exam, the disc under the negative electrode was found to be split with a "bubbled" appearance. All other discs were normal in appearance.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: invalid data. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, visual examination. Results of evaluation: telemetry failure, inherent risk of procedure. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, other. Invalid data - on device destroyed/disposed of status.